Event description:
Patient was revised to address loosening of the tibial component at the cement to implant interface. Competitor cement was used. The implanted tibia came out with zero cement on the implant interface. Doi: 2016. Dor: (B)(6) 2022. Affected side: unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available xray and photographic evidence was reviewed. The allegation was not confirmed, no loosening condition was observed on the provided evidence. It cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.